Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was in the 40 mg/dl range. Customer treated their low blood glucose levels via fruit and juice. Troubleshoot for low blood glucose was performed. Customer advised their insulin went up as high as 270 mg/dl. Customer treated their blood glucose level via insulin pump. Customer advised they gave themselves extra insulin in addition to the original bolus estimates which resulted in low blood glucose levels. The insulin pump will not be returned for analysis.